Manufacturer narrative:
Notified date should read 30 nov 2019. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported during the implant procedure a fracture was confirmed on the pacing lead. It was also noted the helix could not be retracted. The lead was explanted and replaced. No patient complications have been reported as a result of this event.